Event description:
It was reported that the user experienced a pairing failure when attempting to connect a libre 3 plus continuous glucose monitoring sensor to the ilet, after which customer support guided the user to toggle cgm sensor settings to re-initiate pairing, resulting in successful pairing and entry into sensor warmup. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and resolution of the pairing issue after user education.

Manufacturer narrative:
Investigation included customer support troubleshooting and user guidance. Investigation of this case revealed that the sensor pairing failure was resolved by re-pairing through device settings with no device malfunction confirmed. It was concluded that the event resolved with troubleshooting and user education, with no patient injury and no further action required.